Event description:
Field engineer observed a crimp in the waste aspirate bottle tubing. A crimped fluidics line could cause falsly elevated troponin I results to occur. Elevated troponin I results might initiate a cardiac catherization. There was no report of patient harm as a result of this event.